Event description:
This spontaneous report was received on (B)(6)-2011 from a consumer (age and gender unspecified) reporting on self from the united states.on an unspecified date, the consumer started using reach johnson and johnson floss, mint waxed for dental cleaning (route- dental, lot number- 2001d, expiration date unspecified). After an unspecified duration, the lid of the floss opened and the cutter popped out of the container on the floor.this report had no adverse event and the action taken with the device was unknown.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.